Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that inflation of the balloon failed. The lesion being treated was located below the knee. The physician inflated a 2x40mmx145cm coyote balloon catheter, however he could not get working pressure. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported. Returned product analysis revealed a balloon tear.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: there was blood in the balloon. The balloon was deflated, as-received. There was no evidence of any proximal bond anomalies or distal outer neckdown. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Functional testing confirmed that the longitudinal tear in the balloon prevented balloon inflation. There was no evidence of a product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).